Event description:
Device was returned for repair with corrosion. Hosp contact stated a surgical delay occurred during acl reconstruction. Device is a non-pt contact tool used in the or for graft preparation. No pt injury was reported.